Event description:
It was reported that the device was greasy. Evaluation only.

Manufacturer narrative:
Customer report was confirmed. The hydra insert was found to have some silicone leakage due to cracking of the rubber on the bottom of the insert.